Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had (B)(6) at the site of the neurostimulator. The patient was going to have the device removed, at the recommendation of the physician. Additional information was requested from the patient's physician.